Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure). Concurrent conditions included vaginal discharge, heavy periods and vaginitis. Concomitant products included omeprazole since 2014, para-seltzer (excedrin), prednisone and sertraline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain/back pain"), menorrhagia ("menorrhagia / prolonged periods/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss/hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psoriasis ("autoimmune disorder type of disorder: psoriasis"), urinary incontinence ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramp"), weight increased ("weight gain") and arthralgia ("joint pain"). In 2013, the patient experienced gastritis ("gastrointestinal or digestive system condition type: gastritis"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced toothache ("dental problems dental pain and growth in gums"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), migraine ("migraines / headaches frequent painful migraine"), headache ("migraines / headaches frequent painful migraine"), abdominal distension ("bloating") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure device bilaterally), physical therapy, alternative therapy (oral wash) and physical therapy. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, alopecia, psoriasis, urinary incontinence, migraine, headache, toothache, dysmenorrhoea, fatigue, weight increased, gastritis and uterine haemorrhage outcome was unknown and the back pain, vaginal haemorrhage, arthralgia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, menorrhagia, migraine, pelvic pain, psoriasis, toothache, urinary incontinence, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 coils were noted in right, 5 coils were noted in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, migraine, dysmenorrhea, dyspareunia, alopecia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure). Concurrent conditions included vaginal discharge, heavy periods and vaginitis. Concomitant products included omeprazole since 2014, para-seltzer (excedrin), prednisone and sertraline. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain/back pain"), menorrhagia ("menorrhagia / prolonged periods/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss/hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psoriasis ("autoimmune disorder type of disorder: psoriasis"), urinary incontinence ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual cramp"), weight increased ("weight gain") and arthralgia ("joint pain"). In 2013, the patient experienced gastritis ("gastrointestinal or digestive system condition type: gastritis"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced toothache ("dental problems dental pain and growth in gums"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), migraine ("migraines / headaches frequent painful migraine"), headache ("migraines / headaches frequent painful migraine"), abdominal distension ("bloating") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy, removal of essure device bilaterally), physical therapy, alternative therapy (oral wash) and physical therapy. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, alopecia, psoriasis, urinary incontinence, migraine, headache, toothache, dysmenorrhoea, fatigue, weight increased, gastritis and uterine haemorrhage outcome was unknown and the back pain, vaginal haemorrhage, arthralgia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, menorrhagia, migraine, pelvic pain, psoriasis, toothache, urinary incontinence, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 coils were noted in right, 5 coils were noted in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, migraine, dysmenorrhea, dyspareunia, alopecia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal), autoimmune disorder type of disorder: psoriasis, bladder or urinary problems or changes, headache, dental problems, dysmenorrhea (cramping), fatigue, pain, weight gain, gastrointestinal or digestive system condition type: gastritis, joint pain, bloating were added, events per mr: abnormal uterine bleeding was added. Patient's medical history was updated, concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia / prolonged periods"), dyspareunia ("pain with intercourse") and alopecia ("hair loss"). The patient had surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, menorrhagia, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, back pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.